Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple intermittent occlusion alarms. Blood glucose reached 600 mg/dl with moderate ketones. Customer declined to provide further information regarding event to tandem technical support.